Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter the needle did not retract. The following information was provided by the initial reporter. The customer stated: when using the device there was a cannula retraction failure."

Manufacturer narrative:
Medical device lot#: 20231231 was reported; however, this is not a lot number manufactured for this product. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter the needle did not retract. The following information was provided by the initial reporter. The customer stated: when using the device there was a cannula retraction failure."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a used IV unit which consists of the needle, needle hub assembly and safety shield (barrel). The needle is in the fully out position with the activation button not depressed. Through the visual observation of the photo confirms there is media present in the flashback chamber, which indicates that the unit was used in venipuncture. Depression of the button may be hindered by the defect, however it cannot be verified based on the picture. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history review could not be completed as no batch number was provided. H3 other text : see h10.